Event description:
Consumer awoke to his fire alarm sounding and found fire coming from his humidifier and the carpet around his humidifier. When he went to move the humidifier he burned his little finger, but it did not require medical attention.

Manufacturer narrative:
Abuse by the consumer from failure to take preventive maintenance action to properly clean the humidifier caused this failure.